Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damages of the components were determined. Permeability test: a permeability test has shown that the m. Blue is blocked while the progav 2.0 and the ped. Control resrvoir are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. Due to the determined blockage at the m.blue, a computer controlled test at these valve is not applicable. The result shows that the progav 2.0 operates not within the accepted tolerances in the horizontal position. An accelerated outflow could be determined. Adjustment test: the valves were tested and both valves are not adjustable in all pressure settings. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, organic deposits were found in both valves. Results: according to the investigation results, a non-adjustability and a blockage at the m.blue were detected. In addition, progav 2.0 showed accelerated outflow and also a non-adjustability. The visible deposits inside the valves have led to the functional deviations. Furthermore, deposits were detected in the ped. Control reservoir. These deposits had no effect upon the specifications at the time of the examination. The reservoir operated within all specifications. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m. Blue plus (#fx819t) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.